Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported that the patient found their PICC line leaking between the catheter and the hub and went to the ER. The catheter was removed and replaced by the ir department.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and corrective action has been taken regarding failures of this type. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and medical tape was observed on and around the luer hub of the purple lumen. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. The ink on the extension legs was observed to be slightly worn and faded and the pinch clamp on both lumens was observed to be engaged. A needleless injection cap and an end cap were observed to be attached to each luer hub. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported that the patient found their PICC line leaking between the catheter and the hub and went to the ER. The catheter was removed and replaced by the ir department.